Manufacturer narrative:
The report of an accuracy issue was confirmed. The proximate cause of an accuracy issue was determined to be due to a broken bezel assembly. The proximate cause of the iui issue was found to be physically broken right iui due to wear.

Event description:
It was reported that device failed for accuracy; low volume, and/or temperature, and/or pressure.

Manufacturer narrative:
H10: this reported event and subsequent repairs were investigated through the service repair process. A review of the device history record was performed, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. The customer report of an accuracy issue was confirmed. There was no reported patient injury. This device is used for therapeutic purposes.